Event description:
The customer reported the system's footboard had a crack in it. No report of pt or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Footboard was replaced. The system was then found to be operating as intended.